Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission low impedance was observed on the device. All other vectors measured in range. To avoid further problems physician elected to explant the device and implant a new device instead. Patient is stable both prior and post procedure.

Manufacturer narrative:
No conclusion code available. The reported low hv lead impedance was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench and no anomaly was found. The cause of the low hv lead impedance could not be determined.